Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 41 mg/dl; cause was unknown. The customer's family member had to help customer obtain food necessary to address low bg. Customer consumed glucose tablets, pizza and candy to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.